Event description:
The "cin" was contacted directly by the customer. It was reported by the surgeon to the contact person the cystic duct and cystic artery were severed during application of clip from ra320. The bleeding stopped after surgeon applied another clip. Contact person stated the risk management may not allow device to leave hosp. Additional info: md stated that when he fired the instrument, it did not feel any different than any other time. However, when the instrument was released from the tissue, no staple line formed. Md stated that he completed the case with another clip applier.